Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 for the lead replacement. However, preoperatively system diagnostics revealed normal impedances on the lead. As a result, the physician decided to electively explant and replace the scs ipg. Reportedly, the patient had effective coverage postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20445. Product analysis of the returned scs ipg revealed anomalies which would cause auto reducing and invalid impedances. Scs ipg is added as a device 2.

Event description:
It was reported the patient was experiencing ineffective stimulation due to autoreduction. Diagnostics determined invalid impedances on the lead. The sjm representative was unable to resolve the issue with reprogramming. As a result, surgical intervention will be taken at a later date to address the issue.